Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. It was confirmed that brady therapy remained available. The system resets occurred during a telemetry session which caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption related to telemetry attempts and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that this patient with a pacemaker presented to the emergency room (ER) due to syncope and reports of falling. The nurse tried to perform an interrogation, however, was unsuccessful. Review of remote monitoring data found that the device is in safety mode. Technical services informed due to the device being in safety mode, consult will not be able to interrogate. Technical services recommended immediate device replacement. Subsequently, a temporary wire was placed prior to the device change out and the device was explanted and replaced successfully. Additionally, the patient had a CT scan due to the patient falling during syncope and the scan turned out normal. The physician doesn't believe the syncope was device related. The device is expected to be returned for device analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with a pacemaker presented to the emergency room (ER) due to syncope and reports of falling. The nurse tried to perform an interrogation, however, was unsuccessful. Review of remote monitoring data found that the device is in safety mode. Technical services informed due to the device being in safety mode, consult will not be able to interrogate. Technical services recommended immediate device replacement. Subsequently, a temporary wire was placed prior to the device change out and the device was explanted and replaced successfully. Additionally, the patient had a CT scan due to the patient falling during syncope and the scan turned out normal. The physician doesn't believe the syncope was device related. The device is expected to be returned for device analysis. No additional adverse patient effects were reported.